Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.1, d.4, d.10, h.3, h.6. Device evaluation: analysis of the returned device identified: crease flat and white calcification (approx. 5%) leak test and microscopic analysis was performed which identified: broken sharp on plug strap, missing plug strap (0-25%) and device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening. Missing plug strap assessed as inconclusive.

Event description:
Healthcare professional reported right side implant removal due to fluid collection. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, b.7, h.6.

Event description:
Healthcare professional later reported "free silicone, underlying gel bleed."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid collection.

Event description:
Healthcare professional reported right side implant removal due to fluid collection. Device has been explanted.